Event description:
Reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that the patient encountered skin reactions and extreme redness at infusion site. Patient also developed pustules in skin. Patient recieved cortisone cream from doctor. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes. H6: investigation results under type of investigation. E1: patient inofomation: (B)(6).

Event description:
To date, additional patient or event details were received which have been added in h11.